Manufacturer narrative:
A ge service rep performed an over the phone investigation. Technical support was provided to the customer however no conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system displayed an es8k error message and the workstation would not boot up. No pt injury was reported.